Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the prograsp forceps instrument pinched the colon during the procedure. The surgeon was able to roll the wrist of the instrument to release the tissue. No repair took place, and no bleeding occurred. The prograsp forceps instrument was replaced with a backup instrument of the same type. A second event occurred; it pinched on fat tissue. The surgeon was able to roll the wrist of the instrument to release the tissue. No repair took place, and no bleeding occurred. The prograsp forceps instrument was replaced with a backup instrument of the same type and the procedure was completed robotically. No complications were reported. A less than 15-minute surgical delay was reported for the swapping of the instruments. The surgeon inspected the instruments after the events, and no damage was evident. The procedure was completed robotically without injury.

Manufacturer narrative:
The prograsp forceps instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument was fully functional. No product issue was identified. The event investigation is in progress. Refer to manufacturer report 2955842-2025-04128 for event involving the second prograsp instrument.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical device engineer (cde). The following additional information was provided: "in the image it appears that tissue is caught between the main tube and the wrist of the prograsp forceps."

Event description:
Refer to h11 for follow-up information.